Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system broken tubes were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " 1. Customer problem: customer reports a vial broke and leaked. Customer immediately left bsl lab. No injuries. "

Manufacturer narrative:
H.6. Investigation summary: a failure was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6). Customer indicated about the cracked bottle. Bd service communicated with the customer and advised the customer to clean up and decontaminate the affected area. The instrument deemed functional for customer¿s use. This is an unconfirmed failure of a bd product. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was customer workflow induce. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. Initial reporter phone number: (B)(6).

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system broken tubes were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer problem: customer reports a vial broke and leaked. Customer immediately left (B)(6) lab. No injuries."